Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was provided by the initial reporter with the verbatim: reported issue: we are experiencing leaking issues with ime20029e and it is creating an infection risk in the patients.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking issues with 20029e could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on material 20029e because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was provided by the initial reporter with the verbatim: reported issue: we are experiencing leaking issues with (B)(6) and it is creating an infection risk in the patients.